Event description:
During cardiopulmonary bypass, the mixer was alarming on one side, would not stop alarming. Perfusionist said he thought it was the o-rings were bad, he wasn't sure. They got through the procedure.

Manufacturer narrative:
The reported complaint that the mixer was continuously alarming was verified. The fraction of inspired oxygen (fio2), the air and oxygen alarms and balance section of the mixer is out of specification. The mixer was disassembled to determine what the cause of failure. Upon disassembly of the alarm block a "burr" was found stuck on the ball (part no 3636) that would not allow the alarm block to shut-off causing the continuous alarm. The perfusionist was contacted to obtain information of the pt condition. Following is the information provided by perfusionist. The pt was being treated for coronary artery disease (cad). However, the perfusionist was not 100% positive. The perfusionist turned on the device it continued to alarm. The perfusionist unplugged the device and plugged it back in but the alarm continued. The perfusion turned off the blender and used 100% oxygen directly form the wall. The pt was not compromised and the pt had a partial pressure of oxygen (po2) of 1000.